Event description:
The patient returned to the outpatient clinic as the home infusion they had been receiving had completed and that is what displayed in the window of pump "end". This "completed" in the timeframe expected. Assessment of the pump found that none of the infusion/IV had infused during the given time. It was discovered that inadvertently the pharmacy had left a clamp on the tubing. If worked as designed, the infusion pump should have stopped and displayed error when no fluid was going through the system. Instead the pump acted as if it were actively infusing, then "end" when completed.